Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered four infusion sets cannulas kinked events on (B)(6) 2024 within 3 hours of insertion. Infusion set was in use for 2 hours. The site of insertion was abdomen and thigh. Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-16168 - device 3 of 4.